Event description:
Customer reported that after a generator test, the cic went into a continuous reboot. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.